Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was located in a severely calcified unspecified vessel. The physician advanced the 3.0mm x 15mm quantum apex balloon catheter and after several inflations the balloon ruptured at an unspecified pressure. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.